Manufacturer narrative:
Investigation: per the customer, the rlad sensor was clean, the disposable set was loaded properly, and no bubbles were seen near the rlad during prime. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) for this event and other sample run data files from (B)(4) 2013 were analyzed. The rdfs indicate the rlad failed fluid check alarm, not detecting fluid when expected. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The distributor stated that the customer reported that during priming, a return line air detector (rlad) error occurred. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the rdfs, the machine alarmed as intended. The reported problem resulted in a failsafe condition. The returned rlad was tested for functionality with no issues found. The reported problem could not be duplicated. A terumo bct service representative replaced the rlad. The machine has been in use with no further problems. Root cause: the root cause of the reported problem could not be definitively determined. The rlad alarmed as intended. An internal CAPA has been initiated to address reports of rlad failures.

Event description:
The reported alarm occurred during prime, before patient connect, therefore patient information is not reasonably known for this event.